Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent infusion set needle was confirmed but the exact cause remains unknown. The product returned for evaluation was a one 22ga x 0.75" safestep safety infusion set. The returned product sample was evaluated and the needle was observed to be bent at the exit site from the non-engaged safety mechanism. The following observations were noted during the sample evaluation: the needle was bent at the region where the needle extends from the base. Microscopic examination of the sample found no supporting evidence of a specific root cause. A functional test of the safety mechanism found that the safety mechanism would not engage over the needle tip due to the bend within the needle. No obvious usage residues were observed. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event. A lot history review (lhr) of asdss0087 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the needle was bent. 1/30/2020 - returned needle confirmed the bent needle, which prevented activation of the safety mechanism.